Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The additional ht command guide wire is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was performed to treat a lesion in the superficial femoral artery (sfa) with mild tortuosity and heavy calcification. An ht command guide wire was advancing with resistance due to the anatomy when the tip became separated before reaching the target lesion. Another ht command guide wire was advancing with resistance due to the anatomy when the tip also became separated before reaching the target lesion. Attempts were made to retrieve the tips, but failed and a decision was made to leave both tips embedded in the peripheral vessel. The procedure was successfully completed with another command guide wire, balloon dilatation and lesion recanalization. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Manipulation of the device resulted in the noted wrinkled/stretched/torn polymer coating, the noted stretched coils and ultimately resulted in the reported/noted detachments (core, polymer). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: snaring was performed to attempt to retrieve the tips, but failed. No additional information was provided.